Event description:
It was reported that during pre-surgery, it was observed that channel two on the console device was not working. During in-house engineering evaluation, it was observed that the device did not work as both ports were physically damaged. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not work because both ports were physically damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user mishandling by dropping the device with the handpiece plugged in. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.